Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
Report received of no audible alarm tones. The device was returned to the central supply department with an unsigned note that stated, "no ringer." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while this device was in clinical use. Though requested, no add'l info was provided.